Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the red tabs could not be split apart on the 5fr microintroducer was confirmed and determined to be manufacturing related. One 5 fr microintroducer was returned for investigation. The sheath had not been peeled. The sheath was kinked just distal to the peel tabs and 3.0cm and 5.1cm from the distal tip of the sheath, which may have occurred due to complications with the tabs. Blood residue was observed on the sample. A microscopic examination revealed material between the two tabs. The skiving was not present as compared to a non-complaint sample. A functional test revealed that the wings were difficult to split apart. The complaint sample was forwarded to the manufacturing facility for further review. A lot history review (lhr) of reav1869 showed one other similar product complaint(s) from this lot number.

Event description:
As reported by the facility, the PICC nurse was unable to crack the red plastic part of the introducer in the patient. No patient injury reported.